Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-21. The rep confirmed that the cause of the inability to charge was due to the ins reaching end of service (eos). The replacement is scheduled for (B)(6) 2019. The inability to charge has been resolved. The patient¿s weight at the time of the event is unknown. This information was confirmed with the physician/account. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was not charging. The patient had an appointment scheduled for (B)(6) 2019. No symptoms or complications were reported.